Event description:
An infusaport tip was not connected to infusaport, and was noted to be in the right atrium. We were unable to get the specific info from the pt or the hospital. It was not included in the medical records we received. It was implanted at the hospital. The pt did state that she did not get it flushed on a regular basis. Dates of use: 2005-2009. Diagnosis or reason for use: kidney stones.